Event description:
Resident rotated articulating arm prior to firing but possibly over rotated. The stapler did partially fire, however, once he tried retracting the load disassembled in the patient's abdomen. Unable to determine if operator error or manufacturer error.additional report: once we had done this, we then inserted the endo-gia stapler through the assistant port and brought it down across the rectum. When we attempted to fire, there was a loud crack and the stapler clearly did not function properly. When we attempted to remove the stapler, it became clear that it had become disjointed in its midsection. There were 3 pieces of plastic that we were able to retrieve. We looked very carefully and eventually reconstructed the whole stapler and proved that there were no missing pieces. We then evaluated our staple line. It was clear that there was a small hole in the rectum. We attempted to exclude this with additional firings of the endo-gia 3.5-millimeter stapler; however, after we transected the rectum, there was still a very small hole.